Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted upon completion of the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the sensis vibe hemo system. During an emergency patient procedure, the system crashed several times. The procedure was continued and completed on the same unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The investigation of the reported malfunction was performed by our experts. The analysis of the log files confirmed four application crashes. Typically, in such cases, the application recovers automatically within two minutes. However, after the first and second crashes, the customer opted to perform a full system reboot, which generally takes approximately five minutes. The logs indicate that no further examinations were initiated on that day. The crashes appear to have occurred during the process of closing the study. In this type of error scenario, the system is designed to automatically restart the application. However, in this case, the automatic restart mechanism did not consistently prevent further crashes. The reported issue the first occurrence that siemens became aware of. Despite comprehensive analysis, the root cause of the issue could not be identified. The log files did not contain any information pointing to the underlying cause or conditions under which the automatic application restart might fail. The following day, after the treatment, the customer manually rebooted the system, as recommended in the user manual for such scenarios. This action successfully restored normal operation. Since then, the issue has not reoccurred. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.